Event description:
It was reported that the pacing dependent patient presented to the emergency room (ER) feeling out of breath and dizzy. The right ventricular (rv) lead had an insulation breach when opening the pocket to replace the device. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.